Event description:
Customer alleges discrepant results with meter: date: unk; inratio: 3.3. Date: (B)(6) 2010; inratio: 4.7; retest inratio: 6.1. Results done 11 mins apart. Pt's target therapeutic range is 2.0-3.0. Pt self tester observed a bruise on her skin and went in to the ER. Pt was not admitted.

Manufacturer narrative:
Investigation pending.